Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support and the patient experienced a thrombus formation. Thrombus was formed in the original 14x13cm sheath so was exchanged for the 14x25cm sheath. When the sheath was being peeled away, a massive amount of blood was lost. Once repo sheath was in place, bleeding ceased but the patient required drips and a rapid transfusion of 1l of whole blood. The bleeding ceased once the repo sheath was advanced and in place.